Event description:
Battery for ferno-washington power x-1 power ambulance cot went into thermal runaway while being inspected. Extinguished with dry chem extinguisher. No injury or other property damage reported. FDA safety report ID# (B)(4).